Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50mg/dl due to the quickserter not firing. The customer resolved the issue by cleaning the serter. Troubleshooting advised customer on proper usage of the serter. Customer was advised that a replacement serter would be provided. Troubleshooting was not offered as this customer is new to the pump. There was no further information provided by the customer or by troubleshooting.